Manufacturer narrative:
(B)(4). Additional information received: no information available regarding the second device (device not returned). Device available for evaluation? No.

Manufacturer narrative:
(B)(4).: batch # r9422v. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, after 30 minutes of use the inferior part of the clamp of r9422v got broken inside the wall of a fibroid. The broken part was recovered. After 15 minutes of use of r94688, the white pad got detached during the coagulation, cut in 2 parts and it stayed paste to the tissue. The two parts were recovered and another device from another lot was used to finish the procedure.

Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No patient consequence, but delay of the procedure. It is stated ¿the inferior part of the clamp got broken inside the wall of a fibroid¿. Is the inferior part of the clamp in reference to the titanium active blade? Unk but the missing parts will be sent with the device. Is the inferior part of the clamp in reference to the white tissue pad? Unk but the missing parts will be sent with the device. If yes to the tissue pad, is the tissue pad completely missing from the jaws of the device. Unk but the missing parts will be sent with the device.